Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received motor error during prime and motor position encoder error alarm on their insulin pump. Troubleshoot was reported to be conducted. It was reported that the pump would be replaced and returned for analysis. No further information provided.

Manufacturer narrative:
The pump was received with normal operating currents, and passed the unexpected restart, rewind, basic occlusion, prime, displacement and self tests. However, the pump was received stuck in a motor error alarm loop during the bolus / basal delivery. Unable to confirm the motor position encoder error alarm due to an over written history file due a corrupted history file. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.